Event description:
Additional review indicated that the patient stated "it feels like "the tube" is pushing up against the stimulator or pain pump, and he can hardly take it." The burning sensation was at the location of the stimulator, whether it is on or off. The patient felt like something had moved. The patient stated the pump was not working.

Event description:
It was reported that the patient experienced a burning sensation. Patient reported it's been worse since june however in the last 1-2 months this started. Patient experienced acute pain in their back. The location of the symptoms was the middle of back over to the left side. Patient felt that something had moved in his back. An x-ray was done one month ago; results were not available. Patient stated that it burns and hurts so bad that he can barely walk and that his right hand and left leg are going numb. The patient experienced tingling and weakness in their right leg and right arm. Patient stated he cannot carry his 2 month old grandson for more than a few minutes. Patient had trouble walking and stated that he cannot walk a 1/4 of an aisle at the store before back and legs start hurting. Patient was having trouble walking with his right leg. Patient status was noted as fair. Patient was getting very concerned regarding this situation. Patient had spoken to managing hcp regarding his concerns. Patient stated his dose had been raised by 30% since implant and he went in about every two weeks. At his last refill on (B)(6) 2012, his dose was increased. Patient planned to contact the hcp. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the healthcare provider "did not ever suspect an issue with the pump and that pump therapy is effective and the patient is doing well". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer: model# 8835, serial# (B)(4); catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4).